Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the patient experienced pain and increased heart rate during night time. The clinic reported that the patient has always had some pain at the device site. It was noted that the device was set to run diagnostics around the time that patient felt the sensation, pain, and increased heart rate. The device remains in use. No patient complications have been reported as a result of this event.